Event description:
It was reported that low impedance was observed. The decision was made to replace the lead. The patient was in good condition after event.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A partial lead was returned for analysis. Without return of the entire lead, a complete analysis could not be performed.